Event description:
Boston scientific received info that the pt implanted with this right ventricular lead presented to this emergency room with chest discomfort and possible diaphragmatic stimulation. Device interrogation revealed loss of capture, and loss of sensing. Echocardiography imaging revealed a perforation, but no effusion. It was noted that the lead had perforated the pt's highly dilated and thin rv apex. A revision was performed and the lead was explanted and replaced. No add'l adverse pt effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the lead's contact pressure per unit area was in spec. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or mfg problem.